Event description:
The family member had reported that the customer passed away. At the time of death, the customer was wearing the pump. The family member stated that the customer had low blood sugar levels for a week. The family member stated that the paramedics confirmed that the customer's blood sugar level was low. The family member stated that there were two soda cans on the floor, one was opened and the other unopened. The family member stated that they told the doctor about the customer's low blood sugar levels and was advised of a kidney transplant as alternative. The customer's doctor would not provide any information without the family's consent.